Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with an afx bifurcated stent graft, two afx vela suprarenal, and two afx limb stent grafts. On (B)(6) 2017, an additional afx limb stent graft was implanted for an unknown reason. No additional event or patient information is available.